Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, while removing the specimen, the bag tore and the specimen fell into the patient but was removed. They kept going and finished the case. There was no patient injury.